Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient experienced insulin flow block alarm event with their infusion set. The patient noticed symptoms within 3 or more hours of insertion, suggesting the blockage was at tubing. The infusion set had been inserted in the abdomen. Patient replaced infusion set and resumed insulin successfully. No further information available.